Event description:
It was reported that the patient with this pacemaker system experienced syncopal episodes and felt their heart was pounding. Technical services (ts) was consulted and discussed stored data as well as programming options. No cause has been identified for the syncopal episodes and there is no indication they are related to the pacemaker system. Additionally, it was noted there was far field oversensing of right ventricular (rv) signals on the right atrial (ra) channel. This device remains in service. No adverse patient effects were reported. At a later date, the device was reprogrammed to have its rhythmiq feature turned off at the request of the patient's health care professional. Threshold tests were performed and no further issues were noted. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker system experienced syncopal episodes and felt their heart was pounding. Technical services (ts) was consulted and discussed stored data as well as programming options. No cause has been identified for the syncopal episodes and there is no indication they are related to the pacemaker system. Additionally, it was noted there was far field oversensing of right ventricular (rv) signals on the right atrial (ra) channel. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.